Manufacturer narrative:
(B)(4). This complaint was reviewed and determined to be a malfunction. The lot number was included in the voluntary recall issued on may 5, 2004. The investigation found that the torsion spring was seated properly. The sulu was removed and the interlock was moved out of the way (reset). The device was cycled and found to function properly.

Event description:
Reportedly, the instrument did not fire staples. No pt injury. Procedure: unk.